Event description:
It was reported that the device was explanted and reimplanted due to an unknown reason.

Event description:
It was reported that clinical study, dbs dystonia registry a4012, patient device was explanted and reimplanted due to an unknown reason.

Manufacturer narrative:
Correction to initial MDR in blocks b5 and g2.